Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) troubleshot the issue related to the failing tower door and adjusted the wire harness connections to the latches. The fse also applied conductive grease to all connections to improve contact and reliability, then tested the doors using the hardware test application and confirmed proper functionality. The fse further had the customer verify the operation, and all doors were confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower drawer door continued to fail even after recovery; multiple attempts were sometimes required to rectify the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.